Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was alleging that the insulin pump was under delivering. The customer's blood glucose level was 510 mg/dl. The customer was admitted in hospital for high blood glucose level. The customer also reported that there were champagne sized air bubbles present in the insulin pump. The insulin pump will not be returned for analysis.